Manufacturer narrative:
(B)(4). Patient experienced peritonitis on an unreported date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced repeat peritonitis. The cause of the peritonitis was reported as ¿the same organism came back¿. It was not reported if the patient was hospitalized for the event. On an unreported date the same month as onset the patient was treated with vancomycin (dose, route and frequency not reported, duration unknown). At the time of this report the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.